Event description:
It was reported that during a supply change the ilet displayed ¿unable to process¿ when attempting to rewind the motor, followed by alert 38 instructing a restart, and the same alerts recurred after a restart and a fill tubing only step without a cartridge. Symptoms included interruption of insulin delivery due to motor stall alerts. Outcomes included the user reverting to multiple daily injections and continued cgm monitoring with their dexcom app or receiver. Investigation included guided troubleshooting, device restart, and a tubing fill attempt without a cartridge, after which the alerts recurred. Investigation of this device revealed a recurrent motor stall consistent with an internal pump drive malfunction that was not resolved by restart or tubing priming. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor drive mechanism.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.